Manufacturer narrative:
DHR review; was previously conducted for investigation (B)(4), which disclosed the following: lot 7363954; was manufactured (built and packaged) on nfa line #1 from 2jan2018 through 10jan2018 for a total of (B)(4) units. All challenge, set-up and in process inspections were performed per specifications. Review disclosed that there were 2 qns initialed during the build of this lot. One qn was noted to be non-related to the defect stated in the pir. Two photos were provided for evaluation of this incident. Photo revealed one package from a 20ga bd nexiva closed IV catheter system dual port from lot 7363954. Photo revealed a 20ga bd nexiva closed IV catheter system dual port placed at the site of a patients¿ hand. The dual luer adapter had detached from the extension tubing and was being held in the hand of a person. There were traces of media that had expelled from the area at the end of the extension tube (area of separation). It was observed that the dual port luer adapter was separated from the extension tubing during use of the product. Due to the amount of media present on the unit, further evaluation could not be conducted. The failure of separation catheter from adapter was confirmed as the unit was observed to have the dual luer adapter disconnected from the extension tubing. Based on the observations of the photos provided and the review of the DHR and sap (qn) databases; the root cause of the failure was established to manufacturing/process related; potentially the extension tubing was not properly bonded (adhered) within the dual port adapter during the manufacturing bonding operation.

Event description:
It was reported that during use of the bd nexiva closed IV catheter system with dual port, it separated from plastic extension. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system with dual port, it separated from plastic extension. There was no report of injury or medical intervention.